Event description:
It was reported that when patient remote via merlin.net transmission, a single episode of non-sustained ventricular oversensing was observed. Programming changes were recommended. Patient has not been seen in clinic and it was suspected that this was isolated event. No new alerts for oversensing were alerted via remote transmission. Patient will continue to be monitored.